Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported the patient received several inappropriate shocks from the right ventricular (rv) lead. The lead exhibited high pacing impedance, noise, high short interval counts (sic), several fast non-sustained ventricular tachycardia episodes and decreased r-wave amplitudes . The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.